Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2022, a 25mm portico tavi valve was chosen for implant, along with a small flexnav delivery system. During procedure, the valve 'popped-out' after the final deployment and final tab release of the device. The valve was implanted shallowly; both the starting implant depth at deployment and the final implant depth at release was 1mm at the non-coronary cusp (ncc) and 1mm at the left coronary cusp (lcc). The implanted portico valve was repositioned and firmly anchored in the ascending aorta in a position deemed to be non-obstructive to the coronary arteries. A 23mm non-abbott valve was deployed within the portico valve to restore aortic valve function. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. There was sufficient calcium to allow anchoring of the device, and the patient did not have an acute aortic angle. The physician believes that the cause of the migration of the portico valve was due to the implant depth being too shallowly. The aortic annulus perimeter was 69.3mm, and the aortic annulus area was 370.0mm^2. No additional information was provided.

Manufacturer narrative:
An event of migration of a 25mm portico tavi was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.